Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that following a procedure, during cleaning with tap water and a gauze, black residue was noticed on the device. There has been no patient harm or consequence reported. Follow up has been requested should any further patient information come available.

Manufacturer narrative:
The device was returned in good visual condition. During evaluation, the entire length of the device shaft was wiped down with tap water and produced light black residue marks on the cloth as reported by the user facility. A second wipe down with 70% isopropyl alcohol was then performed. It was discovered that while performing the second wipe down over the black lines on the shaft, the transfer of black residue on the cloth was heavier. There was no transfer of black residue observed on the cloth when wiping down the orange section of the shaft. In order to determine root cause, fifteen unused, reprocessed devices of the same model were then evaluated. Findings from this evaluation showed the same black residue coming off the black lines and transferring onto the cloth. The devices are manufactured with a black ink on the sheath. The black residue was identified as a transfer of black ink that is used in original device production by the original equipment manufacturer (OEM). An evaluation was also performed on a new non-reprocessed OEM device and the same findings were observed indicating that the cause of the issue is not associated with reprocessing. There have been no other reported complaints for this issue from other facilities. The device history record was reviewed and no discrepancies were noted.